Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Non-union. Left hip gamma revision. Gamma nail extracted and gamma nail implanted.